Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd 9 in extension set w/max y leaked. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue per customer: I wanted to put this on your radar. At harrisburg, we had 3 IV loops that had "shot" blood out from around the white cap when flushing the IV loop. This has been in the last 2 days with 3 different patients and 3 different nurses. I called (B)(6) and asked around and there have been 5 instances of this they are aware of. I have attached pictures with the lot number. We did try to recreate the event once using the same lot number, but the white cap did not leak on that loop.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model (B)(4) lot number 23109362 was performed. The search showed that a total of 38403 units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10 below.